Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The approximate onset date of infection was (B)(6) 2023 (MFR #: 2916596-2025-02115). The patient had symptoms of fevers and abscess at the driveline exit site. The causal pathogen was methicillin-resistant staphylococcus aureus (mrsa). The infection was treated with repeated surgical revisions and antibiotics were given.

Event description:
It was reported that the patient passed away due to multi-system organ failure. It was not provided whether this was device or therapy related. An autopsy was not performed. The device was not explanted and would not be returned for evaluation. The cause of death was a chronic mrsa infection of the pump causing continuing wasting and multiorgan failure at the end. The infection was related to the device. The device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.